Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for balloon is (B)(4) and for the pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom of urinary incontinence is known risk associated with this device type and indicated as such in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.